Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device check prior to device change out procedure, increase in right ventricular lead threshold was observed. There was also decrease in sensing and slight increase in impedance, but within normal range. Lead was capped and replaced during procedure on (B)(6) 2019. Patient was stable.